Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the speaker assembly needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the speaker assembly to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing.

Event description:
It was reported to philips that the device had a check ventilator alarm for a primary alarm failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.